Manufacturer narrative:
(B)(4). The reported problem was confirmed by a review of the event history and was caused by an aborted initial drain.

Manufacturer narrative:
(B)(4). The homechoice (hc) cycler was returned for device evaluation for the reported issue of patient symptom-overfill. The reported problem was found in the event history log review but was not duplicated during evaluation. The assignable cause for the reported issue was undetermined.

Event description:
A customer contacted baxter's technical service center regarding an increased intraperitoneal volume (iipv) event during dwell 1 of 5 on the homechoice (hc) machine. The home patient (hp) reportedly felt overfilled and bloated. The hp stated she performed a manual exchange and filled with 2500ml. (Initial drain volume = 12ml). The technical service representative (tsr) assisted the hp with a manual drain of 4755ml. The hp's largest prescribed fill volume (lpfv) is 2400ml. The hp felt fine after manual drain. The tsr arranged a swap of the hc device, assisted the hp in ending the therapy and advised to contact the nurse regarding the overfill. No patient injury or medical intervention was indicated at the time of the initial report. This event meets the iipv criteria.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. No lot number was provided; therefore, a batch review will not be conducted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.